Manufacturer narrative:
Please reference field b6 for results of imaging evaluation. According to the instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), reoperation.

Manufacturer narrative:
Additional/corrected information.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a type b aortic dissection and was implanted with conformable gore tag thoracic endoprostheses, during the procedure a cook self expanding 7x100 vascular stent was placed to form a snorkel for flow into the left subclavian artery. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: alprazolam, aspirin, atorvastatin, clopidogrel, lexapro, furosemide, hydrochlorothiazide, pantoprazole, pravastatin, risperdal (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a type b aortic dissection and was implanted with conformable gore tag thoracic endoprostheses and a cook 635 vascular stent. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent reintervention for significant growth of the distal thoracic aorta from 3.5 cm to over 5 cm in diameter. An additional conformable gore tag thoracic endoprosthesis was implanted. The patient tolerated the procedure.